Manufacturer narrative:
Summary of eval: as received, the returned insert is observed to be in good condition except for a gouge on the outer surface of the insert. Visual inspection of the returned insert shows the gouge has damaged fifty percent of the decagon on the insert outer surface. This condition would suggest that the insert was not aligned properly during insertion into the metal shell. The damaged decagon on the insert outer surface would restrict the insert from seating properly in the mating metal shell. A review of the device history record revealed no discrepancies were reported during manufacture. The eval results suggest that this event would not be associated with the device but rather would be related to alignment during insertion of the insert into the metal shell.

Event description:
The acetabular insert would not seat in the shell. There was no adverse consequence for the pt or delay in surgery or anesthesia time.